Event description:
Pt woke up late one night to the sound of knocking on their door. The room was filled with black smoke. Device was removed from home and outside the rear drive unit burst into flames. The heaviest burned area was on left brake. Device was returned to the MFR and rear drive unit was replaced. No injury.